Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent incisional hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2017 due to recurrent ventral incisional hernia, lysis of adhesions and pain. No additional information was provided.

Manufacturer narrative:
Patient codes: 1970, 1811, 2191, 1932, 2607, 3191 - decreased appetite. It was reported that the patient experienced nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss.